Event description:
The customer reported that the insulin pump alarmed, had a frozen screen, and moisture under the display was observed. While troubleshooting was performed the device alarmed again. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.